Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales consultant reported that a 4.5 millimeter (mm) cannulated screw unraveled during surgery as the surgeon was inserting the screw. The surgeon, procedure the surgeon was performing and if there was a surgical delay is unknown at this time. The patient outcome is unknown. This report is 1 of 1 for complaint (B)(4).